Manufacturer narrative:
Insulin pump had button error alarm due to corroded keypad trace.

Event description:
Customer reported that the insulin pump alarmed button error while she was sleeping. Customer stated that she did not press a button down but it could have happened while she was sleeping. Customer is not able to clear the alarm. Blood glucose value is 213 mg/dl. Nothing further reported.